Event description:
Reporter indicated that the programming wand failed to program. Troubleshooting was performed for communication problems and communication was unsuccessful. Programming wand was returned to manufacturer for product analysis. Analysis of the returned wand identified that the serial data cable had an intermittent conductor, which caused the communication problems.